Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image on the 30-degree endoscope was inverted. The endoscope was replaced and the procedure was completed. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was analyzed and the complaint was not confirmed by failure analysis. The endoscope was found to have an error : 48402 for camera tip temperature error. Additional observation(s): the endoscope cable integrated connector was found with mechanical damage at proximal end. It exhibited discoloration. During inspection of the endoscope housing, the shell laser marking was fading out. The endoscope was evaluated and it was found with a camera instrument adapter defect. The adapter did not rotate properly and noises were heard during testing that were confirmed as binding. The attached endoscope adapter (aea) shaft bearing was contributing to friction. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The endoscope was found with artifact(s) in the right eye. The cable insulation was found to be deformed. The camera module was visually inspected and placed on an internal tester. The endoscope failed the test.

Event description:
Refer to h11 for follow-up information.